Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's screen is flickering.

Manufacturer narrative:
Updated fields: b4, d1, d4 (catalog #), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: (B)(6). A getinge field service engineer (fse) verified issue and replaced pcb inverter, dc to ac. Performed safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.the defective components were received for further investigation. The following investigation was performed by (B)(4) , technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 1 july 2024. The failure analysis and testing dept. Received pcb inverter with a reported unit failure of the display flickering. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into cs100 test fixture serial number (B)(6) and tested the part to factory specifications per the cs100 service manual part number 0070-00-0528-01 rev ad. Confirmed the failure of the flickering display but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit's screen is flickering. There was no patient involvement.